Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump to resolve the issue.